Event description:
It was reported via repair work order that the retaining post was missing, which prevented the cot from locking into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.